Event description:
This hospital reported that when a therapist entered this room (the door was closed) the therapist found that this pt was disconnected and this unit was alarming. The therapist reconnected this pt, at which time the heart rate dropped. The therapist bagged this pt until vital signs stabilized. This pt later expired for reasons unrelated to this event.